Manufacturer narrative:
A company service representative examined the system and confirmed the reported problem. The solenoid spacers in the fluidics module were replaced. The system was then tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A customer reported receiving a system message during setup. The system was rebooted once without success. On the second reboot, the system cleared and the case was completed. There was no patient impact, but the case was delayed 30 minutes.